Event description:
It was reported that a patient underwent a c section procedure on (B)(6) 2024 and suture was used. During the procedure, one of my doctor is complaining about our suture - monocryl 3.0 - w3326, that the thread is broken from the needle end. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there any patient consequences? If yes, please describe. No. It was reported that monocryl 3.0 - w3336 is the product code in the reported event, however, it did not showed as a valid product code. Please confirm the product code. Rite code w3326. Please provide lot number. Rlmphq. Please provide the name of procedure. C-section. It was reported that "...the thread is broken from the needle end." Please clarify, did the needle broke at the end portion, the suture broke or the needle detached from the suture? No needle not broken, it's thread brocken if the needle is broken: did any needle piece(s) fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? What measres were taken to retrieve the broken piece(s)? Was there any additional tissue damage as a result of searching for the needle piece(s)? If not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please provide details. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Kindly confirm the device return status. D4: UDI: the manufacture and expiration dates are currently not available. Therefore, the full UDI is currently not available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees, that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 primary UDI number, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.